Manufacturer narrative:
E5 (telephone number) - the number was provided only as: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the curved rubber adhesive part is chipped. The curved rubber adhesive part is cracked. The water cut-off function is reduced. The angle knob play is out of normal due to the extension of the angle wire. A root cause could not be identified. Based on the results of the investigation, a further cause of the suggested event could not be established/presumed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
From the results of an investigation, it was reported that foreign matter was observed in the nozzle of the device. This event did not occur during use, and there was no patient involvement, nor any associated harm.